Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents, there is no indication of a lot specific product quality issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A cine was received and reviewed by an abbott vascular clinical specialist. It was unable to be confirmed that one stent failed to cross by reviewing the films or that a dissection was caused by a stent that failed to cross. The reviewer concluded that based upon the images, the stent appears to have been delivered and deployed in the pre-treated lesion. The reported dissection was not observed. The investigation was unable to determine a conclusive cause for the reported failure to advance and intimal dissection as no issue was identified during cine review. The account confirmed the correct cine was provided for review. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was moderately calcified and 80% stenosed. After the xience xpedition 3.50 x 48 mm stent delivery system failed to cross, a dissection was observed. Another stent was used as treatment. No additional information was provided.